Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump had a cracked reservoir. The customer mentioned that she had a kidney transplant. Customer noted condensation inside the display screen. The insulin pump alarmed for no delivery. Troubleshooting was refused by the customer. Nothing further reported.